Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery on (B)(6)2010. The customer reported the pt had stage I diffuse lamellar keratitis (dlk). It was resolved with the use of topical and oral steroids in addition to a flap lift and rinse on (B)(6)2010. Post operative medication used were: bss, acular ls, zymar, fml 0.1%, and lotemax.

Manufacturer narrative:
(B)(4) - performed normally. Evaluation: on 02/23/2010, a field service engineer performed preventative maintenance on the laser system and found it to be within amo specifications. On 02/25/2010, a clinical development manager was dispatched to provide support. She observed that the only new item introduced in the laser suite since the dlk issue was the use of neolon 2-g laxtex-free gloves. She also noticed, that sidecut energy was on the high end compared to the raster energy and was lowered by 0.5. Lastly, she recommended that the pt interfaces and surgical instruments be opened right before the case rather than it being left open in the sterile field for extended periods of time.